Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the display in good condition, with a cracked upper hinge cover. The fse replaced upper hinge cover to resolve display issue. After further inspection the fse found that the unit would not power up. On power management screen, found that cart voltage was 0v. To fix this issue the fse, replaced the power supply assembly. The fse also replaced critical alarm battery this call due to age and the nylon p-clip for display cable due to damage . The fse then performed full functional and safety tests. The unit passed all functional and safety checks per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while transporting a patient the cardiosave intra-aortic balloon pump (iabp) would not charge the battery while plugged in at the hospital. The ucsf traveled with iabp to pick up a patient and noticed that the iabp had run down the battery prior to moving the patient. The unit was not in rescue mode. A getinge rep got the account to put the pump in rescue to see if that would begin to charge the pump when it was re docked and it didn't work.the iabp was placed in rescue mode while plugged in and then the console was docked and it would not charge. The led that shows the pump is plugged in was lit up but the pump would not charge the iab pumps batteries. The account ended up transporting the patient on a different pump from kaiser (B)(4). There was no patient harm and no adverse event was reported.